Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet with a dexcom g7, including a progressive rise in glucose to approximately 600 mg/dl after a supply change and suspected improper pump connection, leading the user to discontinue ilet use and revert to a previous pump; the user also reported intermittent low glucose episodes without details, dissatisfaction with battery life, inability to operate without a sensor, and difficulty obtaining sensors and supplies. Symptoms included hyperglycemia and unspecified hypoglycemia. Outcomes included user discontinuation of the device and product return initiation. Investigation included user education and troubleshooting offered by support, verification of device serial number and unopened supplies, and initiation of return logistics. Investigation of this case revealed an unclear cause for the reported hyperglycemia, with a user-reported possibility of incomplete pump connection after a supply change and supply procurement issues. It was concluded that the cause of the hyperglycemia was undetermined, and device-relatedness could not be confirmed.